Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the sheath damage at distal end. Also the wire was exposed through the sheath slit. Under microscope was observed that the sheath damaged at distal section. Photos were attached to complaint record and it was possible to observed sheath and wire section; also the wire was exposed through the sheath slit.

Event description:
It was reported that the tip of the catheter was fractured. The target lesion was located in the internal carotid artery. A 300cm filterwire ez was selected for use. During preparation, it was noted that about 10cm on the tip end of the catheter was fractured. The catheter could not be used and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the tip of the catheter was fractured. The target lesion was located in the internal carotid artery. A 300cm filterwire ez was selected for use. During preparation, it was noted that about 10cm on the tip end of the catheter was fractured. The catheter could not be used and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.